Event description:
It was reported that there were differences in set and displayed peep values. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that there were differences in set and displayed positive end expiratory pressure (peep) values - lower value was displayed than set. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the pressure transducer printed circuit board was detected as faulty and the part was replaced. The issue was decided to be reported based on available information as as the replaced part may lead to high pressure. There was no patient harm. Pressure transducer printed circuit board measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).